Event description:
The reporter indicated that high vault in patient eye (od) was obeserved. No issue with iop. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A1 - unk; a2 - unk; a3 - unk; a4 - unk; a5 - unk; a6 - unk; b3 - unk; d2 - product code: unk (esubmitter software does not allow for a blank or 'unk' entry). D4 - unk; d6a - unk; h4 - unk; claim# 433305